Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2007. The pt noted a small mesh exposure anteriorly at six months post-operative which was associated with minimal discharge and bleeding. The surgeon excised the exposed mesh in 2008, as an outpatient.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.